Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable. User was instructed to power off pump, remove cassette, look for any air bubbles, tap cassette on hard surface, reattach cassette, turn pump on and start pump. Pump would not run. Patient not harmed or affected. No patient injury reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device is beyond a year from manufacture and with no indication of a manufacturing defect, no device history review was performed. Per service history review this device has not been in for service previously.